Event description:
An eri alarm was observed by the nurses. The patient was not stimulation dependent so it was scheduled to replace. The patient died the same evening. A further analysis is requested. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD was received and analyzed. Prior to the analysis of the ICD, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 37 months and 18 charging cycles were recorded in the devices memory. The memory content of the device was inspected, revealing that the eos battery status was detected on june 8, 2024, most likely resulting from a charging cycle in a cold temperature environment. The anti-tachycardia therapy functions were active at this point in time. The amount of charge taken from the battery was verified and the battery condition was found to be not as expected. Further analysis of the devices electrical parameters showed, that this device is affected by the field safety corrective action, bio-lqc, initiated in march 2021. The inspection of the diagnostics and trend data revealed no anomalies. The basic parameters such as pacing impedance, shock impedance, sensing amplitudes and pacing threshold showed as expected values. Analysis of the available iegms revealed three vf and seven non-sustained vt episodes on (B)(6) 2024. All vf episode showed normal and regular vf detection due to intrinsic signals. The episodes were successfully terminated by the ICD by delivery of a full energy shock. Further, episode number 29, 33 and 38 showed strongly fluctuating signals in frequency and amplitude in the right ventricular channel and the absence of an intrinsic atrial signal. Episode number 48 on (B)(6) 2024, at 11:46 pm showed no cardiac response to the stimulation impulses delivered by the ICD. Based on the analysis of the ICD no conclusion can be drawn regarding the cause of the patients death. The analysis showed, that this device is affected by the battery depletion phenomenon with the reference bio-lqc, communicated in march 2021. However, analysis of the device showed that all therapy functions of the device were entirely available and worked as expected while the device was implanted and in service.